Manufacturer narrative:
The customer was sent a replacement pump. In follow up with the customer on (B)(6) 2017, she stated that her mastitis came back a couple of days ago, but she was able to remedy it through pumping every 2 to 3 hours. She indicated that the replacement pump was working without issue. The device was evaluated with the customer¿s parts and accessories and, though the device met all vacuum specifications, it was noted that there was residue in the customer¿s tubing. Refer to attached evaluation. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. (B)(4).

Event description:
On (B)(6) 2017, the customer alleged to medela llc that the suction level on her pump in style breast pump does not increase when the level is adjusted and the suction is low. She stated that her breasts were red, swollen, and she had a breast infection.